Event description:
It was reported that the device was unsterile. A 145 guidezilla guide extension catheter was selected for use. During unpacking of the device, it was noticed that the inner package did not enveloped. The physician assumed that it was contaminated. It was confirmed that the inner package was opened. However, the seal of the packaging was uncompromised. The procedure was completed with another of the same device. No complications reported. The patient was stable.

Manufacturer narrative:
Device evaluated by the manufacturer. The device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter still in the product pouch. The product pouch was visually inspected. Visual inspection revealed that the pouch is not sealed at the bottom. Inspection of the remainder of the device present damage or irregularities of the device. Product analysis confirmed that the pouch was not sealed.

Event description:
It was reported that the device was unsterile. A 145 guidezilla guide extension catheter was selected for use. During unpacking of the device, it was noticed that the inner package did not enveloped. The physician assumed that it was contaminated. It was confirmed that the inner package was opened. However, the seal of the packaging was uncompromised. The procedure was completed with another of the same device. No complications reported. The patient was stable.